Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keys are unresponsive. The customer's blood glucose at the time was 143mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
No button error alarm was noted. The pump had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive buttons. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window and a missing end cap sticker.